Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (b0(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported she was concerned with having surgery on (B)(6) 2015. The patient never met or knew who his manufacturing representative (rep) was. The patient later reported that the reason for the lead revision surgery on (B)(6) 2015 was that the lead had moved and was touching some nerves. The doctor cut and removed the segment that was hitting the nerves. The patient did not know the reason for the lead migration and denied any fall or change in activity level. The patient did not want to share what symptoms he was experiencing due to lead migration. The lead migration was confirmed in (B)(6) 2015 by the doctor's office via x-rays. The patient did not get the revision surgery right away back then due to some personal issues. The patient was recovering from the surgery well and had a follow up appointment on (B)(6) 2015 at the doctor's office to remove the stitches. The patient had worked with a manufacturing representative (rep) in the past but the rep had not heard of these issues neither from the doctor's office nor from the patient. The patient was angry that the doctor did not let him see a rep before, during or after the surgery. The patient was going to talk to the doctor's office to make sure a rep was present at the (B)(6) 2015 appointment. The patient's relevant medical history includes radiculopathy and spinal pain.